Event description:
A signficant number of monoject 16 g x 3/4 inch needles have been found with non-bored shafts and others with metal shards loosely attached to the luer-lock hub. It is feared that this metal particle would be introduced into IV lines or admixtures.